Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced hemolysis, high lactate dehydrogenase (ldh), and was given thrombolytics. The ventricular assist device (vad) experienced a pump thrombus and high power. The pump was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed via review of log files since log files covering the reported event date were not available for analysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and historical review of similar high power events, the most likely root cause of the reported event may be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.